Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the driveline's outer jacket separated from the metal connector was confirmed via an onsite evaluation performed by an abbott representative. A clamshell repair kit was successfully installed on (B)(6) 2020 under work order number: (B)(4). The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU addresses damage due to wear and fatigue of the driveline and also includes driveline care instructions under "caring for the driveline" in section 6 "patient care and management." The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline" in section 4 "living with the heartmate ii". Section 5 "alarms and troubleshooting" also contains a section on "what not to do: driveline and cables" and cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a separation of the silicone near the controller connection. A universal percutaneous lead bend relief kit was installed.